Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery and the motor was tested outside of the device and passed. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 456 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm occurred during a bolus attempt. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.